Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown medication via an implantable for intractable spasticity. It was reported the patient's pump was removed on (B)(6) 2018 due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was removed in march due to infection. It was noted that the date ((B)(4) 2018) was when the new pump was put in the patient. It was noted that the pump was explanted on (B)(4) 2018 per healthcare professional. No further complications were reported.